Manufacturer narrative:
(B)(4). Batch # t93m9l. Investigation summary the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted to be broken, causing the feeding issues. Eight clips were also found inside the clip track. Possible causes for the damage found could be due to the jaws having been restricted during firing or due to the device not being fully through the trocar cannula during firing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an unknown procedure, the device could not be fired from second or third firing. Another device was used to complete the case. There were no adverse consequences to the patient.